Event description:
Customer called to report that there was a 911 call for low blood glucose levels. Customer's blood glucose reading was 15 mg/dl. Customer declined to go to the hospital. Customer stated that she received a scroll safety wrap notice. Customer declined to troubleshoot. Product is being returned and replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Insulin pump functioned properly. Unit received with cracked reservoir tube lip and cracked belt clip slot.